Event description:
Acct. Reports that the swage collaron on the injection site was broken and caused lekage. No pt. Injury was reported. Although the pt's IV had to be restarted due to clotting in the IV line. Incident occurred on a pediatric pt.